Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose was 193 mg/dl. The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation.